Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a aaa repair, and 18f manta was utilized for closure to the right femoral artery. The vessel lumen was 8.5mm with 50% moderate anterior and posterior calcification, and deployment depth was measured at 3+1. Following deployment, bleeding was present and manual pressure was held. The surgeon decided to do a cut-down verifying the manta anchor was caught on plaque and the collagen plug was within the vessel. The manta device was explanted, and the puncture site was surgically repaired. The root cause of delivery of the implant not being effective in creating hemostasis requiring surgical cut down is due to the manta unable to close the puncture hole. The cause of manta's unable to seal the puncture is due to the anchor catching on the calcium and deploying collagen into the vessel as seen by the surgeon during cut down. The severity of harm for this event would be due to the local surgical intervention required. Therefore, risk documentation covers this incident. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, or surgical repair. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding, vessel laceration, or trauma. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Procedure requirements: activating clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician performed a aaa. Manta 18f for right fa. Moderate calcium noted, but not more than 50%. Vessel size was 8.5mm depth measurement was 3+1. Act was 285 and 30 of protamine was given. Swapped device sheath for manta sheath. Inserted manta device. Retracted to 4. Deployed anchor. Pulled to green. Lock advancement tube advanced and held. Bleeding noted at site. Held pressure. Had to cutdown. Manta anchor was hung up on calcium and collagen was advanced in vessel to anchor. Manta retrieved and successful cutdown for vessel repair.